Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.; a visual examination of the complaint plus unit was carried out. The handshake connection was inspected and no damage was noted. A connect/ test was performed to examine the integrity of the connection. The annulus of the catheter was inspected and it was found to be damaged. It is possible the damage to the annulus is a result of the wire making contact with the burr. There was no evidence of a wire stuck in the coil. A test guidewire was attempted to be inserted into the annulus of the burr however this was not successful due to the damage to the annulus. The test guidewire was advanced through the handshake connector of the catheter with ease however a resistance was encountered and the wire did not appear out of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05728. It was reported that a rotawire broke during preparation. A 1.25mm rotalink plus and a rotablator rotational atherectomy system were selected to treat the lesion. Upon platforming for an atherectomy procedure, it was noted that the rotawire broke and became stuck in burr. It was further noted that the burr was unable to advance a new wire. There were no patient complications reported.

Event description:
Same case as MDR ID: 2134265-2014-05728. It was reported that a rotawire broke during preparation. A 1.25mm rotalink¿ plus and a rotablator rotational atherectomy system were selected to treat the lesion. Upon platforming for an atherectomy procedure, it was noted that the rotawire broke and became stuck in burr. It was further noted that the burr was unable to advance a new wire. There were no patient complications reported.